Manufacturer narrative:
Submit date: 10/03/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The customer reports that the foley catheter snapped (broke) after they placed it and tugged to ensure placement.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the catheter was broken. The contact of the catheter in the wall oven section could have weakened the middle section of the catheter. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.